Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown gynecologic procedure, an error occurred. The error message was unknown. Then, when a pre-run test was done after the hand piece was replaced, the blade was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.